Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2019. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: product testing could not be performed because the product was not returned as it remains implanted. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient was implanted with tecnis multifocal intraocular lens in both the eyes. Reportedly patient was dissatisfied with the lens and after making multiple attempts to improve patient¿s vision, patient remains unhappy. Patient is refusing the lens explant. This report will capture information for patient¿s one eye. A separate report is being submitted for patient¿s another operative eye. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.